Manufacturer narrative:
The pod will not be returned for evaluation. Unable to confirm any issue related to the pod's adhesive that may have resulted in the customer's adverse skin condition. The omnipod user guide instructs patients to check the infusion site daily for signs of infection such as pain, swelling, redness, discharge or heat. If there are signs that the site may be infected, the pt is advised to immediately remove the pod and apply a new one, contact a health care provider and treat the infection according to the health care provider's instructions. The customer followed these instructions per the user guide and contacted her health care provider for suggestions as to how best to treat the condition. The omnipod website offers a resource guide that includes a listing of skin barrier products that can aid in skin protection.

Event description:
The customer reported that she experienced an adverse skin condition as a result of wearing a pod. The pod site was described as being very irritated with a rash that turns into a sore, then "turns black." She spoke with her health care provider, who recommended hydrocortisone, benadryl cream and other skin barrier products. The pod will not be returned for evaluation.